Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall. (H9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Manufacturer narrative:
Pending evaluation .

Event description:
As reported, the reamer tip broke off in pilot hole while reaming glenoid of a male patient. The tip was easily retrieved, and we used a different reamer after that. No harm was done to the patient. The case ended great. An x ray was taken to ensure no parts were left in the patient. Patient was last known to be in stable condition following the event. Device to be returned.